Manufacturer narrative:
Additional information: b5: additional information for this event can be found in related manufacturing reference number: (B)(4).

Event description:
Related manufacturer reference number: (B)(6). It was reported that a patient presented in-clinic for a device explant procedure. Prior examination of the patient's implantable cardioverter defibrillator (ICD) revealed an unspecified capacitor maintenance anomaly, high defibrillation thresholds, and suspected high voltage capacitor damage. The ICD was explanted and replaced on (B)(6) 2023

Event description:
It was reported that a patient presented in-clinic for a device explant procedure. Prior examination of the patient's implantable cardioverter defibrillator (ICD) revealed an unspecified capacitor maintenance anomaly, high defibrillation thresholds, and suspected high voltage capacitor damage. The ICD was explanted and replaced on (B)(6)2023.

Manufacturer narrative:
The reported events of output and charging issue were not confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, capacitor maintenance and high voltage (hv) output functions of the device were tested and found to be normal. Correction:h6: codes should reflect exclusion of "break" code.

Event description:
New information received notes that the device was unable to deliver shock, and malfunction was alleged on the device. No further adverse consequences were reported.